Event description:
As reported, during a procedure, a bard/davol sorbafix enhanced fixation device which had expired on (B)(6) 2022 was used for fixation. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired bard/davol sorbafix fixation device was inadvertently used in the patient. There was no reported patient injury. Information is limited to the reported event at this time. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 770 units released for distribution in april, 2020. Note, the date of event and implant is estimated as (B)(6) 2022, based on the date of awareness. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.